Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service they experienced peritonitis and found a small amount of blood in her drain bag. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with streptococcus oralis and a white blood cell (wbc) count of 45/mm3. Additionally, there was a trace amount of blood found in the patient¿s effluent. Blood was not visible in the effluent sample and was only found through laboratory testing. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The patient was found not wearing a mask or washing hands during pd treatments at home. It was also determined the source of the trace amount of blood in the patient¿s effluent was due to the severity of the infection. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg every 4 days for two weeks and ip meropenem at 500 mg every day for two weeks. The patient recovered and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The pdrn stated the patient continues ccpd therapy on the same liberty select cycler at home following this event.

Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service they experienced peritonitis and found a small amount of blood in her drain bag. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with streptococcus oralis and a white blood cell (wbc) count of 45/mm3. Additionally, there was a trace amount of blood found in the patient¿s effluent. Blood was not visible in the effluent sample and was only found through laboratory testing. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The patient was found not wearing a mask or washing hands during pd treatments at home. It was also determined the source of the trace amount of blood in the patient¿s effluent was due to the severity of the infection. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg every 4 days for two weeks and ip meropenem at 500 mg every day for two weeks. The patient recovered and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The pdrn stated the patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be attributed to non-adherence to aseptic technique as reported by a medical professional. Lack of septic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. Therefore, the liberty cycler set can be excluded as a source of the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.